Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the location was what the original surgical plan was when the lead was first implanted. After surgery was complete it was discovered that the patient didn¿t have efficacy on that side. A revision was done to it was discovered intra-op the final location of the lead was 7.5mm above original lead location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a lack of efficacy. During a revision surgery they found the lead to be 7.5mm too deep and was moved up by 7.5mm on (B)(6) 2019. The issue was said to be resolved.